Event description:
Reporter stated that in (B)(6) 2017, she consulted with a rheumatologist due to persistent hip pain. According to reporter, the dr ((B)(6)) diagnosed with hip pain to be bursitis and suggested a steroid shot which she was hesitant at first to receive, but did after being convinced by the dr. She said she was warned of the pain but that the pain was beyond the level and time frame she was told. According to reporter, the pain continued for a year which led to her consulting with another dr. The second dr suspected gluteal tendinopathy (tendonitis) and ordered a steroid shot that was to penetrate deep into her tendons around the left hip area. Reporter says due to her previous experience, she refused taking the shot but was convinced by the dr that it will be guided with ultrasound and as such prevent any unusual pain. According to reporter, her pain was even worst than before with no pain medication to take. Due to persistent spasms and excruciating pain, and being unable to bare weight on her left foot, she was admitted at the (B)(6) hosp in (B)(6) where she continues to receive treatment and physical therapy with positive outcomes. Reporter says she believes the problem is not with the steroid but rather with the procedure and will like the FDA to help the many ignorant and helpless pts with similar conditions out there.